Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a facility representative via (B)(4) that an ar-6475 arthroscopy pump did not set off an alarm when it was trying to overpressure when clamped. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error performing the overpressure testing. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.